Event description:
Comerota, 2024 ¿ final 3-year study outcomes from the evaluation of the zilver vena venous stent for the treatment of symptomatic iliofemoral venous outflow obstruction (vivo clinical study). The blind study included patients with symptomatic obstruction of one iliofemoral venous segment (i.e., one limb), characterized by a ceap clinical classification of = 3 or a vcss pain score = 2. Patients were retrospectively grouped, based on baseline clinical presentation, as: post-thrombotic (pts), non-thrombotic (nivl), or acute dvt (advt). Clinical improvement was assessed by change in vcss, vds, civiq-20 scores, and ceap ¿c¿ classification. Stent performance was evaluated by rates of patency by ultrasound, freedom from clinically driven reintervention, and freedom from stent fracture. This study was a prospective, non-randomized, single-arm, multicenter trial conducted under an ide study 29 sites in the united states and one site in taiwan. This file will conservatively capture all events occurring in the us. 9 new symptomatic pe (6 from pts patients and 3 from advt patients).